Manufacturer narrative:
A search for non-conformances associated with the part/lot number combinations of the actual devices could not be performed, as the part and lot numbers were not provided. The devices were implanted in the patient and not returned to the manufacturer for analysis. Procedural or post-procedural images were not provided; therefore the reported event could not be confirmed. The instructions for use identifies stent thrombosis as a potential complication associated with use of this device.

Event description:
As reported through the article titled, "safety and efficacy results of the flow redirection endoluminal device (fred) stent system in the treatment of intracranial aneurysms: us pivotal trial", after undergoing aneurysm treatment with a fred stent, 8 patients developed device thrombosis on the day of the index procedure, and all eight were successfully treated with various combinations of iib/iiia inhibitors and mechanical means."